Event description:
Information was received indicating that during testing the balloon to a smiths medical portex® bivona® tts¿ tracheostomy tube would not inflate. It was noted that the cuff was attempted to manipulate the cuff and that it was partially filled. There were no reported adverse effects.